Event description:
A customer reported experiencing alarm 2 and alarm 26, indicating issues with their pump, and inquired about pairing it with the tandem t:slim mobile app. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin administration. Frequent and recurring occlusion issues were noted, leading to a transfer and request for additional assistance from customer support.